Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by an increased white blood cell (wbc) count. The cause of the peritonitis event was not reported. On the same day, the patient was hospitalized for the event. The patient was treated with cefazolin (250 mg, four times a day and route not reported), tazim (250 mg, four times a day, route not reported) and heparin (20,000 iu, four times a day, route not reported) for peritonitis. At the time of this report, the patient was still hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.